Event description:
It was reported that a post operation CT scan revealed that the electrode array was not in the cochlea. Device repositioning surgery was performed. A supplemental report will be submitted one new info is obtained.